Event description:
Upon investigation manufacturer's domestic evaluations lab found inform electrical contact pins 3 and 4 melted/burned. No adverse event reported. Replacement was sent, device returned.